Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the hc programming. The largest prescribed fill volume was 2800ml and the ultrafiltration for cycle one was 3479ml. The patient didn't complete therapy the night before and didn't drain. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review found no exception, nonconformance, or rework that occurred during the manufacturing of this device. A service history review revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.